Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4) on behalf of the importer (B)(4). On 03-jul-2018 arjo received a customer complaint involving minuet 2 medical bed. Following the information provided the patient (female, weighing 70.8 kg) rolled through the full length side rail and fell to the floor while sleeping. The safety side rails are built with three rails. The rails inside the metal guide are held together with a fabric band. The nylon strap holding the rails in place was broken and as a result, the rails separated. New side rails have been installed on the minuet 2 bed and released for further use. An endurance test of the side rail cm-acc04-1.52 was conducted by the manufacturer on currently manufactured part. The purpose of the test was to check if the side rails meet requirements concerning application of forces according to iec 60601-2-52 clause 201.9.8.3.3.3 and to verify if the straps used for side rail assembly are strong enough. Testing did not cause unlocking of the side rail nor breakage of holding strap. There was no unacceptable risk. Tested sample meets requirements for intended use (iec 60601-2-52 clause 201.9.8.3.3.3). The test result was positive (pass). It appears that there must have been some additional factor leading to the side rail holding strap breakage, e.g. Using the side rail for maneuvering the bed, leaning on the side rail which over time could have weakened material strength. However, without having first-level evidence we are not able to determine the exact root cause of the malfunction. The product instructions for use (#746.396 rev. 14 dated on oct-2017) contain information and warnings which should be followed to ensure patient safety: weekly "check operation of safety side" yearly "check all nuts, bolts and other fasteners are present and correctly tightened" based on cautious approach and probability of serious injury due to patient's fall we determined this event to be reportable to competent authorities. At the time the malfunction occurred there was a patient involved. The side rail separated, and from that perspective, the device did not meet manufacturer's specification.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Following the information provided the patient fell out of bed rolling through the full length safety sides of minuet 2 bed. The device evaluation revealed that the strap holding the side side crossbar in place was sheered. No injuries were sustained.